Event description:
A malfunction was reported with a malfunction code displayed on the device, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to contact technical support if any further issues arise, and they acknowledged this instruction.